Manufacturer narrative:
The customer returned their glidescope avl video monitor and glidescope avl video baton 1-2 for further evaluation. A verathon technical service representative evaluated the returned system and was able to duplicate the loss of image by connecting the baton to the video monitor and manipulating the flexible tubing on the video baton. The returned video monitor was further evaluated using a test baton and the image produced was stable and clear with good color rendition. The video monitor was certified for use and returned to the customer for use. The customer was advised that their video baton was unrepairable and needed to be replaced. The customer was provided with replacement options, but declined the offer and requested that their video baton be returned to them. The video baton was marked as "not for human use" and was returned to customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would disappear or show green lines intermittently. The procedure was completed using another glidescope system, which was made available within one (1) minute. No harm to patient or user was reported.